Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that this male patient will have a revision of his right knee. Patient experienced continued swelling and discomfort in his knee, his treating physician has performed multiple injections on the plaintiff. The treating physician suspect "poly(ethylene) wear" is cause of plaintiff's symptom.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of malalignment of the femoral and tibial components, third body wear, instability, patient-related conditions, or a combination of these possibilities, which led to polyethylene wear of the tibial insert. However, this cannot be confirmed as the device was not returned for evaluation and radiographs were not provided.